Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabc fiber code ck and pl, fiber showing no arterial tracing". Additional information states that the catheter was removed and replaced using the same insertion site. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "iabc fiber code ck and pl, fiber showing no arterial tracing". Additional information states that the catheter was removed and replaced using the same insertion site. No patient injury or consequence reported.